Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's current blood glucose was 54 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. Troubleshooting was declined for low blood glucose. Customer treated low blood glucose with food. The insulin pump will not be returned for analysis.